Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button due to moisture damage on keypad traces. No button error alarm noted. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that customer received a button error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.